Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complainant reported an under delivery. It was reported that the patient received 1/2 of his feed over a period of 5 hours.